Event description:
The MFR received info alleging a ventilator's active exhalation control module malfunctioned. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, the customer's complaint was confirmed. The ventilator's active exhalation control module was replaced to address this issue.